Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the patient had been having a lot of issues with the implant since last week. She had tried the different programs. One morning when she woke up and in the middle of the night she had an accident of leakage and has had a lot of accidents since then. She stated she could not seem to stop it and has gone up and down in her 4 different programs. She also stated when she increased stimulation too high it caused her legs to cramp and when if she decreased to where she could barely feel stimulation, she was still having issues and when stimulation was too low it was even worse. It was confirmed stimulation was currently on. Other medical procedures/emi that could be related to the issue was upper gi scope with ultrasound for her oesophagus. The patient further reported that when she tried anti-diarrhea medications and that stopped everything but as soon as the medications wears off symptoms returned again. Additional information received also reported that the back pain never went away and if it was low they got leakage and water diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.